Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2014-01002.

Event description:
The customer reported that insulin from the reservoirs leaked, which caused the customer's blood glucose to increase. The blood glucose reading was about 600mg/dl, and the customer was hospitalized. No further information was provided.